Event description:
The facility reported an infusion pump with a failure code 570, which occurred, during biomed testing. The facility rep. Stated that no pt injury was associated with this rpeort and no incident reports have been filed, since the last baxter service event.